Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system error were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) instrument allegedly broke while inside the patient's abdomen. At the time the event occurred, the surgeon had initially complained that he could not open the instrument's jaws. The surgical staff then attempted to remove the instrument but noticed that it was stuck. At that point, the surgical staff realized that the distal end of the mcs instrument was broken by the area of the mcs tip cover accessory. In order to remove the mcs instrument, the surgical staff had to remove the instrument with the cannula still attached. The surgical staff was able to remove visible instrument fragments from the patient's abdomen. However, the site was concerned about a possible 2x2 mm instrument fragment that was not found or retrieved. According to the initial reporter, the mcs instrument had 1 life remaining prior to the start of the surgical procedure. On 01/05/2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the mcs instrument had small internal collisions with the 3rd arm during the surgical procedure but the surgical staff did not notice any huge collision [sic]. During the surgical procedure, the mcs tip cover accessory appeared to have been installed correctly. The cannula involved with the reported event was inspected with a pin gage and no damage was identified at the time. After the event occurred, the surgical staff replaced the mcs instrument with another mcs instrument. The patient did not receive any additional anesthesia due to issue with the mcs instrument. No post-operative complications have been reported. The patient was reportedly doing well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint that the instrument's shaft was broken at the limit the tip cover. For clarification, the instrument was found to have a broken tube extension of the brown section. Partial pieces of the tube extension were returned by the customer and the missing material broken off the instrument appeared to be accounted for. Any potential fragment would not have been retained by the instrument tip cover. The known common cause of this failure is mishandling/misuse. The instrument was also found to have a broken main tube. A partial piece of the main tube was returned by the customer. However, material was still unaccounted for and not returned by the customer. The missing material was approximately 0.45 x 0.20. Any potential fragments would not have been retained by the instrument tip cover. The known common cause of this failure is mishandling/misuse. The mcs tip cover accessory involved with the reported event was also returned to isi and evaluated. The tip cover was found to have no physical damage. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is still unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient.